Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented in cardiogenic shock and cardiac arrest. They were intubated and ventilated. The angiogram showed a spontaneous dissection of the left anterior descending artery (lad) prior to intervention. The physician implanted two promus premier¿ drug-eluting stents (des) and overlapped them. The most proximal stent, a 2.75x16mm promus premier¿ was deployed first. The second stent, a 2.5 x 8mm promus premier¿ deployed more distally and overlapped the first stent. Followed later by another stent 2.50 x 16mm deployed distal lad. It was while passing the final stent through the proximal stents ¿mild¿ resistance was met. The physician reported deformation to the 2.5 x 8mm promus premier¿ stent. To treat the deformed stent, further post dilatation was required. There were no patient complications reported related to the stent; however, the patient was transferred to the ICU based on her condition.